Event description:
Device malfunction: failure to split sheath. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after connecting the exchange sheath to the clip applier the plunger was depressed to deploy the locator wings and initiate splitting the sheath. It was noted that the sheath did not split and became "scrunched up." The device was removed and the method used to achieve hemostasis was not reported. There were no reported adverse patient effects. No additional information provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.